Event description:
The patient reported that the pump would not turn on after changing the battery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump was found to power up properly with no alarms. A review of the pump history indicated that rebooting and one call service alarm had occurred, neither of which could be duplicated during investigation. There was no damage found to the battery cap or the battery compartment; the battery cap tightened securely to the pump during investigation. The pump was exercised for 24 hours with no power issues or alarms occurring. The pump history indicated that time and date resetting had occurred. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.